Event description:
The patient was undergoing a minimally-invasive ivor-lewis esophagectomy. During the procedure, a needle did not toggle correctly causing the tip of the needle to fracture during suturing. Attempt was made to locate the needle tip, however, it was deemed unsafe to continue to search and potentially retrieve the needle tip.